Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3889-28, lot# v680131, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# v680131, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient and healthcare professional from a clinical study reported that for the past 2-3 years the therapy had not worked to relieve the patient's urinary issue, there was a loss of urinary relief and decreased efficacy. There had been a loss or change in therapy and a decreased efficacy of the neurostimulator. Patient experienced symptoms of radiating sensation and increased stress incontinence. The patient was feeling stimulation, but it went back too far and affected her bowels. The patient had an appointment with their healthcare professional on (B)(6) 2015. On (B)(6) 2015 the patient had the implant replaced when the implantable neurostimulator (ins) had depleted and was at end of life (eol), the lead was also replaced at that time. Battery life was considered normal depletion. Later it was reported the patient also experienced incontinence, irritability, and rectal stimulation due to lead placement. They were unable to reproduce success due to lead placement. The outcome was resolved without sequelae. There was no patient death or injury. The patient's medical history included overactive bladder and urinary dysfunction.